Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto 3 mapping system, smartablate , smartablate pump. (B)(4). Methods: no testing methods performed; results: no results available since no evaluation performed; conclusion: device discarded by user, unable to follow-up. Manufacturer's ref. No: (B)(4). The device was not returned to bwi.

Event description:
It was reported that after a atrial flutter case on (B)(6) 2016, the (B)(6) male patient went into cardiac arrest and died later on the same day. Physician confirmed that there was no pericardial effusion. Physician also commented that the cause of death was pulmonary embolism. A bwi 8mm nav ablation catheter was used, however brand name was unavailable. Bwi report this event under a generic ez steer navigational 8mm catheter.